Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was oversensing noise on the right ventricular channel which led to a period of asystole of greater than two seconds for the patient. The ICD was reprogrammed and remains in service. No adverse patient effects were reported.